Event description:
According to implant registration cards returned to austin, patient received onxace-19 sn (B)(4) on (B)(6) 2018 and an onxace-25 sn (B)(4) on (B)(6) 2019. This investigation will be relegated to the onxace-19 sn (B)(4).

Manufacturer narrative:
The manufacturing records for the onxace-19, sn (B)(4) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed by. A (B)(6) male patient implanted with an onxace-19, sn (B)(4), on (B)(6) 2018 and required explant/replacement on (B)(6) 2019 via an onxace-25. No additional information is available despite attempts to acquire. Consequently, there is too little information to know what, if any, relationship the explantation has to the valve. The instructions for use [IFU] for the on-x valve acknowledge explantation as a potential consequence of a complication following prosthetic valve replacement, but the complication leading to the decision to explant is not provided in this case. Root cause for this event is unknown. The process and product hazards for approved indications are thoroughly identified. Each individual hazard is mitigated and reduced as low as possible by design and process. Post-production residual risk is communicated in the product's labeling and IFU. The clinical medical report states cause for explantation is unknown. The information given provides no indication of any relationship the on-x valve has with the event. The IFU provides instruction about the potential adverse events associated with the use of prosthetic heart valves which may lead to explantation, re-operation or death. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to implant registration cards returned to (B)(6), patient received onxace-19 sn (B)(4), (B)(6) 2018 and an onxace-25 sn (B)(4), (B)(6) 2019. This investigation will be relegated to the onxace-19, (B)(4).